Event description:
It was reported, that a cartridge did not fit onto the pump. And that the pump's usb port was bent, resulting in difficulties charging the pump. Additionally, it was reported, that the wake button was unresponsive, and that the insulin gauge was inaccurate. There was no adverse impact to customer's blood glucose. The customer declined follow up from tandem technical support. Therefore, further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.